Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. According to the reporter: used to hold lens -when lens was inserted trocar either split or piece broke off. The current patient status is good. Unsure if a piece broke off unable to find anything in patient. A new device was used to correct the situation. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the when lens was inserted trocar either split or piece broke off. The obturator was received. The trocar assembly was received. Visual inspection of the instrument noted the cannula was cracked at the distal end and a piece was returned in a plastic bag. The radial sleeve was torn at the top and disengaged. The circular and envelope seals were intact. The dilator was inserted into each trocar with no binding or difficulty. The trocar failed an air leak test. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged trocar and expandable sleeve. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.